Event description:
The system was recently installed in facility. The system has multiple safety questions on its computerized screen prior to dispensing the drug or drugs. When you enter the drugs on the pt's profile, multipe drawers open, and each drawer contains 4-6 drugs. One must hunt through all the drawers and the drugs to find the right drug and right dosage for the pt. Rptr's concern is the access to all the drugs, and none of the drawers labeled - ie drawer 21 space 3- there is no check system after the drawers open. It seems safety has stepped backwards on this system. Rptr sees great potential for many drug dispensing errors with this system.